Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A pusher wire, coil and introducer sheath were returned for this complaint. The coil and pusher wire arms were interlocked within the introducer sheath. The twist lock of the introducer sheath had been opened. The introducer sheath and pusher wire were inspected and no anomalies were noted. Residues of blood were noted within the introducer sheath. The coil was returned severely stretched along its body. Microscopic inspection of the pusher wire and main coil revealed that the zap tip have a smooth surface. The interlocking arms of the pusher wire and main coil were inspected microscopically and no anomalies were noted. The dimensions that could be measured were inspected and were found to be with in specification. However, the number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as insufficient flush was used during procedure. The dfu states: "if significant friction is encountered during coil advancement, vigorously inject heparinized saline through side port of rhv. If flushing does not rapidly resolve friction, immediately remove coil from delivery catheter to prevent damage to the coil." (B)(4).

Event description:
Reportable based on device analysis completed on 20-jun-2017. It was reported that the coil became unraveled. A 2 mm x 6 cm interlock¿ was selected for use. During procedure, it was noted that the coil became unraveled inside the patient's body. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that there were missing fiber bundles.